Event description:
(B)(4). Same case as MDR ID# 2134265-2013-00013, 2134265-2013-00014, 2134265-2013-00015, 2134265-2011-05773, and 2134265-2012-08549. It was reported that during a coronary stenting treatment procedure, dissection and myocardial infarction occurred. In (B)(6) 2011, the subject presented for a planned pci with rotational atherectomy. Cardiac catheterization was recommended which revealed a 90% stenosed de novo lesion located in the proximal left anterior descending artery (lad). The lesion was 30 mm long with a reference vessel diameter of 3.0 mm and was initially going to be treated with rotational atherectomy. Rotational atherectomy was performed initially with a rota link plus system 1.75 mm burr. However, the burr could not be advanced beyond the mid portion of the lesion as there was "not enough guide support and tortuous distal vessel". After the 1.75 mm burr was unable to advance beyond mid lesion a rota link plus system 1.5 mm burr was advanced and crossed the lesion. However, the burr "got trapped in the proximal part of the lesion". The burr catheter was cut and a guide was delivered close to the burr and removed it. A residual dissection was noted (without limitation to flow) and was treated with direct stent placement using two ion us coa study stents (2.75mm x 16mm and 3.00 mm x 24 mm) in an overlapping manner. Following post-dilatation, the residual stenosis was 0%. Prior to discharge, elevated cardiac enzymes were observed and an event of peri-procedural mi (myocardial infarction) was reported (peak ck=251 iu/l, uln=165 iu/l; peak ck-mb=17.5 ng/ml, uln=5.0 ng/ml; peak troponin I=8.25 ng/ml, uln=0.05 ng/ml). An ECG was performed and a non q-wave mi was diagnosed. The subject did not experience any ischemic symptoms and medication was given to treat this event. The event was considered resolved without residual effects and the patient was discharged on the following day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).